Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was used during an unknown procedure. The procedure was completed with this device. According to the complainant, the patient experienced extrusion of the vaginal tape into the proximal urethra causing recurrent urinary tract infection and pain. Cystourethroscopy, excision of the tape and urethral reconstruction was done. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.